Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated that the sensor had no electrode when it was pulled out. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.